Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to test for a35 alarm due to motor error alarm. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed self test, displacement test, rewind, basic occlusion test and prime/a33 test. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's mother called in to report motion sensor test failure error. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.